Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery which he could not resolve. His blood glucose level at the time of the event is unknown. The customer stated that he tried different reservoir, tubing and site changes. He was advised to discontinue use of the device and revert to back-up plan until replacement pump arrives. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.